Event description:
It was reported the camera head presented a grainy image. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found; screen sandstorm, flooding of image capture, cable flooding, twisted cable, and main body wear. The reported issue was reproduced when the equipment was inspected by the repair department, and it was confirmed that the issue was caused by cable flooding. Regarding the flooding issues, the cause of the issues could not be identified based on the information obtained from this complaint and the results of the investigation. A definitive root cause could not be identified. A device history review was completed no issues that could have caused or contributed to the reported case. Per the instructions for use (IFU), no abnormality was found. Olympus will continue to monitor the field performance of this device.